Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device's boots up into service mode. There is no patient involvement.

Event description:
It was reported to philips that the device's boots up into service mode. There is no patient involvement. One processor pca was returned for failure analysis. The reported customer issue was not duplicated in the lab. However, prior events, indicated in the log files, do correspond to the customer complaint. The som pca had a wlfs errors and possible contamination under the som ic¿s.